Event description:
Fa has been using one touch ultra test strips for many years. His most recent package required significant more blood when testing. The meter would signify that there was enough blood for a few seconds. After this a message would come up saying that the sample was insufficient. Patient has been testing for years and is a very capable individual. Dose or amount: 1, frequency: tid. Diagnosis or reason for use: diabetes.